Manufacturer narrative:
Plant investigation: an exterior visual inspection of the returned cycler showed no sign of physical damage. Touch screen test failed. When powering on the cycler the ok, stop, and up/down arrows push buttons illuminated, however the front panel display remained blank. An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a short on the transformer of the inverter board.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during power up before their peritoneal dialysis (pd) treatment. The ok and stop keys were on, however the screen remained blank. The patient rebooted the cycler, the ok and stop keys lit up but screen remained blank. The patient stated that the screen went blank during his treatment. The patient turned the cycler off and back on and the stop and go lit up but the screen stays blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information requested but has not been obtained. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.